Event description:
It was reported that a second access site was utilized to complete the cardiomems sensor implant due to the difficulty/delayed sensor release. When the sensor was initially deployed, it was visualized moving proximally as the physician withdrew the delivery catheter. The doctor attempted to disengage the sensor and delivery catheter by rotating the catheter body, advancing the catheter slightly and then withdrawing, and requesting the patient to take deep breaths and cough. All these techniques were unsuccessful. The physician then opted to gain secondary femoral access and advanced the pulmonary artery catheter to see if the catheter balloon could make the sensor disengage from the delivery catheter. The sensor finally disengaged and settled near the target zone in the pulmonary artery and was successfully calibrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.